Event description:
Caller reported a malfunction on the pump while performing a cartridge change, without any prior notable events. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the malfunction code, which was displayed as malf 9, and assisted the caller in resetting the pump. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if the issue happened again. The caller acknowledged and understood the instructions.